Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the beginning of a routine hemodialysis treatment, venous air alarms occurred that could not be resolved. The operator contacted technical support who determined that the air recovery procedures were not being followed correctly. Rinseback of the patient's blood was not performed due to the amount of time spent troubleshooting the alarms, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to user error as the operator did not follow air recovery procedures correctly. The exact cause of the alarm is unknown and will continue to be monitored as part of the routine complaint process. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device lableing instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and will provide additional training regarding air recovery procedures and performing manual rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.